Event description:
The advocate stated that she tested her blood glucose using the customer's breeze2 meter and her meter. The breeze2 read 342 mg/dl, while her meter read 155 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.